Manufacturer narrative:
No analysis or conclusion can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.

Event description:
The caller reported that this shiley percutaneous tracheostomy tube broke while in the patient. The snap head separated from the tracheostomy tube not allowing the inner cannula to properly attach. It was removed when they noticed the cannula was not staying in place, and another percutaneous tube was placed in the patient. The caller did not know how long the tracheostomy tube was in the patient.